Event description:
Event description cpi received information that a patient with an implantable cardioverter defibrillator (model 1742 serial number 302143) received multiple shocks, after which the ICD was nonfunctional. The physician performed an invasive procedure and replaced the ICD with a model 1821 serial number 218211. The system tested appropriately with a low energy shock, however, upon testing of the system with a high energy shock, the new ICD was nonfunctional. Further investigation of the lead noted a fracture of the shocking portion of the lead at the area where the lead lies under the clavicle. The physician elected to explant the new ICD and lead system.